Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump down arrow keypad button is not responsive. Customer does not recall any significant events leading to the error. Customer's blood glucose was 376 mg/dl at the time of incident. Troubleshooting advised customer to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. No damage or moisture damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. The pump was received with a cracked case at the display window corners, and minor scratches on the lcd window.